Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in and out of the hospital due to high blood glucose. Nurse stated that the customer is on dialysis. Caller stated that the blood glucose reading was 380 mg/dl. Caller stated that the customer needs training because he is new to the insulin pump. Nothing further was reported.